Event description:
The complainant reported the physician was performing a therapeutic procedure on a pt with stones in the common bile duct (cbd). After encountering a problem with a first jagwire (please reference medwatch report numbers 6000123-2004-00092 and 6000123-2004-00093), the doctor obtained a third jagwire. When the clinicians opened the third jagwire from its packaging and removed the jagwire, it was observed that the device tip appeared fragile. It was reported that when the device tip was touched, the tip became detached. The physician was able to successfully complete the procedure with the fourth jagwire that was obtained. The complainant indicated that there was no adverse affect to the pt as a result of the reported malfunctioned. Additional pt and event information was requested from the complainant. The requested information has not yet been received.